Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate nor confirm the reported complaint. The instrument was manually manipulated, and the instrument had no issue with opening and closing. There was no problem detected. Additional observation not reported by site: the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. The crimp measured approximately 0.032 inches x 0.046 inches. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the small grasping retractor (part# 470318-10 / lot# n10190812 / sequence# 0104) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system serial# (B)(4) with 1 use remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being classified as a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted rectal resection surgical procedure, the surgeon could not close the jaws of the small grasping retractor after using it. No fragments were seen falling off of the instrument and on close inspection afterwards, appeared intact. A new instrument was brought into the room and used to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.